Event description:
It was reported that when the patient took the battery out of the controller, it leaked liquid that looked like battery acid into the electronics of the controller; this resulted in burning of the plastic on the device.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported controller malfunction. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.